Event description:
It is reported that post implant of a gastric band, a fluoroscopy in 2009 confirmed that there is leakage from the band/balloon. Removal of the band is planned for another date.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation. Device remains implanted.